Manufacturer narrative:
Concomitant products: addr01 ipg implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance and a confirmed fracture. The rv lead was explanted and replaced. It was reported that during the replacement procedure the left ventricular (lv) lead exhibited high thresholds. The lv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.